Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analysis found no anomalies. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking and a cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual analysis noted apparent explant damage. (B)(4): the full lead was returned and analysis found no anomalies. All conductors had blood/body fluid (not obstructed) and the guidewire was stuck in the lead. Visual analysis noted that the lead was damaged at implant. (B)(4): the distal segment of the lead was returned and analysis found no anomalies. All conductors were distorted and had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking and visual analysis noted apparent explant damage. (B)(4): the full lead was returned and analysis found that the lead was stretched. The distal conductor was distorted and all conductors were stretched. The proximal conductor had blood/body fluid (not obstructed), the distal conductor was fractured (overstress), the inner insulation was kinked buckled and the outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. Visual analysis noted that the lead was damaged at implant and that the lead had been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin.

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. During the lead revision procedure, while explanting the lv lead, the right atrial (ra) lead dislodged and came out with the lv lead. It was noted that the lv lead was difficult to extract. During an attempt to implant new leads, the replacement lv lead was difficult to position and had high thresholds. The replacement ra lead fell into the ventricle and during repositioning, it broke due to over-rotation. Both replacement leads were not used and a second replacement lv and ra lead were implanted. No patient complications have been reported as a result of this event.